Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned products identified evidence of wear from usage. Based on the available information, device malfunction did not occur for the abutments following evaluation and functional testing, however, device malfunction could not be verified for the screws with the information available and due to the nature of the alleged event. The reported event is non-verifiable. DHR review was completed for the subject lot numbers reported on this complaint. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report, UDI: (B)(4), date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative/date.

Event description:
No further event information available at the time of this report.